Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the glass cap is detached and not returned. Cap wear and cap detachment are known inherent risk of device. Cap wear was accelerated due to heat accumulation caused by anatomical/procedure factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. This would cause reduced vaporization efficiency. In addition, analysis identified the glass cap has a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge and the metal cap was found to be detached. The fiber proximal to fracture can rotate independently of metal cap. The outer flow tubing open end exhibits minor scratch marks. Due to the observed glass cap circumferential fracture on the distal side, the potential for forward firing may exist. Based on the glass cap circumferential fracture at distal side and metal cap detachment, an evaluation conclusion code of design inadequate for purpose of the device was assigned to this investigation. A temperature higher or close to epoxy degradation temperature near the laser beam output window may be a major impacting factor leading to epoxy failure and subsequent fiber breakage. Tissue adhesion from constant and heavy tissue contact could be the cause resulting in the observed circumferential fracture.

Event description:
It was reported that the fiber became end firing and the metal cap came off and was retrieved during a prostate procedure after 194,190 joules and 21:03 minutes of use. The procedure was successfully completed utilizing another fiber. There is no indication of patient harm.

Event description:
It was reported that the fiber became end firing and the metal cap came off and was retrieved during a prostate procedure after 194,190 joules and 21:03 minutes of use. The procedure was successfully completed utilizing another fiber. There is no indication of patient harm.